Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 20 x 4.50mm rebel stent was advanced over the wire down to the artery to be treated. The stent delivery system was inflated to deploy the stent. However, it was noted that there was no contrast filling the balloon to inflate the stent for deployment. It was then figured out that there was a break in the shaft of the device. The stent delivery system was pulled out with the stent still mounted on the balloon and had enough resistance to pull the wire all the way back into the sheath. The device was pulled outside of the body and retrieved a broken stent delivery system along with the undeployed balloon still on the coronary guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.